Event description:
Customer reported the system is not producing images. No patient injury was reported.

Manufacturer narrative:
Customer reports system is operating as intended. This MDR is related to ge healthcare complaint number.